Manufacturer narrative:
The medical facility has quarantined the equipment. An offer has been made to the account to have the argon plasma coagulator (apc)/electrosurgical unit (esu/ generator, part number 10128-205, serial number (B)(4)) system inspected/tested by erbe. No anomalies were found upon the review of the device history records (dhrs) of the units. To further address the issue, additional in-service training was performed at the medical center. If the equipment is evaluated by erbe, the results of the inspection/testing will be provided in a follow-up report.

Event description:
The account voluntarily reported to FDA in report number mw5057812 the following: "per the operative report, on (B)(6) 2015, patient underwent ercp, sphincterotomy and stone removal. Olympus video ercp scope was introduced in the esophagus. The common bile duct was selectively cannulated and injected. It was dilated with multiple filling defects consistent with common bile duct stones. Gallbladder was not visualized. A 3/4 of 1-cm sphincterotomy was performed using a 12-mm balloon, multiple passes resulted in multiple stones being removed. A final cholangiogram showed no evidence of retained stones and good drainage. The post-operative addendum states patient noted some nausea post-procedure, but felt well without abdominal pain and was discharged home. Review of the ercp xray films showed a suggestion of the noncontained air and ill-defined are/\ of contrast in the right subdiaphragmatic region and retroperitoneum concerning for possible perforation. Further evaluation with CT scan is suggested. The patient was called and returned to the hospital. A stat CT of the abdomen and pelvis was performed without contrast and the findings were free air and retroperitoneal air tracking into the mediastinum noted without definite fluid collection, which could be sequelae of small bowel perforation from retroperitoneal hollow viscus like at the sphincterotomy site in the duodenum. The patient was admitted to the hospital and was made npo with IV fluids and IV antibiotics. Infectious disease and surgery were consulted. Both physicians recommended observation and treatment with antibiotics. The gastroenterologist states in his operative report addendum that during the sphincterotomy using the erbe cautery device the monitor went blank several times with a short and biomed was called to investigate the machine. It is unclear if this contributed to the retroperitoneal perforation or not but the visualization was unexpectedly suboptimal at times."

Manufacturer narrative:
The apc/esu system was returned and thoroughly inspected/tested. A technical safety check was performed on each unit. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. In addition, a thorough inspection of all internal printed circuit boards, connectors, etc. Was performed and all were found to be intact as well as secure. Also, the gas flow rates were checked on the apc. One of the flow rates at the lowest end of the range was found to be out-of-specification. This condition was unrelated to the reported patient event. Nevertheless with the customer's permission, an alignment (i.e., a calibration) was performed on the coagulator to have all gas flow rates within specifications. A calibration was also performed on the esu. Upon the calibration work on both units, another technical safety check for each was completed. All features are functioning properly within specifications on both devices. In addition, no anomalies were found in the device history records (dhrs) for the apc and esu. In conclusion, no erbe equipment related problem was found that would have caused or attributed to the event. Since no issues were found with the erbe equipment that could cause scope interference, the account will be advised to ensure that all the cable connections are secured (note: leakage currents from the units were found to be well within specifications per national/international standards.). In addition, the customer will be advised to check the involved scope monitor for proper functionality (specifically, appropriate electrical interference shielding). To further address the issue, additional in-service work took place with the medical personnel on 11/11/2015. The account is being made aware of the findings. No trends have been identified and erbe USA, inc. Is now closing the file on this event.

Event description:
The account voluntarily reported to FDA in report number mw5057812 the following: "per the operative report, on (B)(6) 2015, patient underwent ercp, sphincterotomy and stone removal. Olympus video ercp scope was introduced in the esophagus. The common bile duct was selectively cannulated and injected. It was dilated with multiple filling defects consistent with common bile duct stones. Gallbladder was not visualized. A 3/4 of 1-cm sphincterotomy was performed using a 12-mm balloon, multiple passes resulted in multiple stones being removed. A final cholangiogram showed no evidence of retained stones and good drainage. The post-operative addendum states patient noted some nausea post-procedure, but felt well without abdominal pain and was discharged home. Review of the ercp xray films showed a suggestion of the noncontained air and ill-defined are/\ of contrast in the right subdiaphragmatic region and retroperitoneum concerning for possible perforation. Further evaluation with CT scan is suggested. The patient was called and returned to the hospital. A stat CT of the abdomen and pelvis was performed without contrast and the findings were free air and retroperitoneal air tracking into the mediastinum noted without definite fluid collection, which could be sequelae of small bowel perforation from retroperitoneal hollow viscus like at the sphincterotomy site in the duodenum. The patient was admitted to the hospital and was made npo with IV fluids and IV antibiotics. Infectious disease and surgery were consulted. Both physicians recommended observation and treatment with antibiotics. The gastroenterologist states in his operative report addendum that during the sphincterotomy using the erbe cautery device the monitor went blank several times with a short and biomed was called to investigate the machine. It is unclear if this contributed to the retroperitoneal perforation or not but the visualization was unexpectedly suboptimal at times."